Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer returned implant to stryker with a letter. Nurse wrote in the letter that while preparing the implant for surgery, it was noted that the centralizer was missing.